Event description:
It was reported that a patient went in heart block. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The implanting physician obtained access in the left femoral vein and began introducing the versacross rf pigtail wire through a 16fr sheath. Then, the physician followed the wire with the watchman double curve sheath and the versacross connect dilator. While dropping down from the superior vena cava (svc) into the right atrium, the patient went asystolic. Chest compressions were done and patient rhythm returned after three minutes. The patient was in heart block and received a temporary transvenous pacing wire. The patient was hospitalized and later has been discharged, expected to fully recover. The device is not expected to be returned for analysis (disposed). There were no issues noted with transseptal. The patient's EKG prior to implant day suggests that the had some conduction issues (wide qrs).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient went in heart block. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The implanting physician obtained access in the left femoral vein and began introducing the versacross rf pigtail wire through a 16fr sheath. Then, the physician followed the wire with the watchman double curve sheath and the versacross connect dilator. While dropping down from the superior vena cava (svc) into the right atrium, the patient went asystolic. Chest compressions were done and patient rhythm returned after three minutes. The patient was in heart block and received a temporary transvenous pacing wire. The patient was hospitalized and later has been discharged, expected to fully recover. The device is not expected to be returned for analysis (disposed). There were no issues noted with transseptal. The patient's EKG prior to implant day suggests that the had some conduction issues (wide qrs). It was further reported that the procedure did not go according to the plan. Attempted the wm and failed, the versacross wire went the wrong direction. The wire went into the right ventricle briefly after access. This issue was deemed to be not related with transeptal. Transseptal puncture was not achieved. Procedure was aborted not upset. The patient is wearing heart monitor right now.